Event description:
The device was used during an unknown procedure. Reportedly, the locking ring did not properly secure or lock causing gas to leak. Another device was used to finish the procedure. No pt injury was reported.